Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) inappropriately delivered six anti-tachycardia pacing (atp) and five shocks due to atrial tachycardia. Boston scientific technical services (ts) recommended reprogram options. This device remains in service. No adverse patient effects were reported.